Event description:
Healthcare professional reported a right side "infection, redness, swelling, fever and increased white blood cell count" and "abscess/seroma." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there was enough evidence to support that device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run was not related to any additional complaint infection record reported at time of investigation. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2018 through (B)(6) 2019, was noted an outlier in (B)(6) 2018. An additional analysis was performed to determine any pattern or any similarities relation between records involved. It was found that some sealers and sterilizer were involved in more than one occasion, however, calibrations, maintenance, and validations of the equipment involved in more than one occasion were reviewed determined that they were performed on time/met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there was not an adverse trend for this type of event and no corrective action was deemed necessary at time of investigation.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: deformation, yellow particles and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The events of infection (late onset) and seroma-late are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset) and seroma - late.

Event description:
Healthcare professional reported a right side "infection, redness, swelling, fever and increased white blood cell count" and "abscess/seroma." Device has been explanted.